Event description:
It was reported by service report that the head section would not lock. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Locking pin on telescoping head section.